Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure -1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was replicated but not confirmed. The smart pneumatic module board was replaced to reduce the probability that the problem may re-occur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified and increase in trend.